Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, the insulin pump had a motor position encoder error alarm. The customer also stated that they experienced high blood glucose on (B)(6), 2021 with blood glucose of 486 mg/dl at the time of the incident. The customer was at 360 mg/dl at the time of the call. The customer did not mention how they treated the high. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer was getting motor error alarms but was able to clear the alarm and complete a pump rewind. Troubleshooting was completed but did not resolve the issue. It is unclear if the insulin pump will be returned for analysis as it is out of warranty.